Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated he had tested with the meter for the first time and had obtained a result of 90 mg/dl fasting. The customer's expected blood glucose test result is 200 mg/dl. Customer had performed another test and had obtained a result of 74 mg/dl fasting. Customer stated the result was obtained seven hours after eating and taking his insulin. At the time of the call the customer reported feeling ill with blurry vision and was advised to seek medical attention. Customer could not continue with the troubleshooting process and no further information was able to be obtained.

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated he had tested with the meter for the first time and had obtained a result of 90 mg/dl fasting. The customer's expected blood glucose test result is 200 mg/dl. Customer had performed another test and had obtained a result of 74 mg/dl fasting. Customer stated the result was obtained seven hours after eating and taking his insulin. At the time of the call the customer reported feeling ill with blurry vision and was advised to seek medical attention. Customer could not continue with the troubleshooting process and no further information was able to be obtained.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Manufacturer narrative:
(Manufacturer narrative f, corrected data t) internal report (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated he had tested with the meter for the first time and had obtained a result of 90 mg/dl fasting. The customer's expected blood glucose test result is 200 mg/dl. Customer had performed another test and had obtained a result of 74 mg/dl fasting. Customer stated the result was obtained seven hours after eating and taking his insulin. At the time of the call the customer reported feeling ill with blurry vision and was advised to seek medical attention. Customer could not continue with the troubleshooting process and no further information was able to be obtained.